Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate atrial fibrillation (af) episodes were triggered. Upon review of the episodes, the patient appeared to experience premature ventricular contractions (pvcs) and r-wave variability. Programming changes were discussed.

Event description:
New information received notes that the patient will continue to be monitored to see if the alerts continue. The patient was fine.